Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having heart condition, spot on lung and severe sinus issue. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on june 17, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged having heart condition, spot on lung and severe sinus issue related to CPAP device's sound abatement foam. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and using a known good power supply and power cord, they was able to confirm the device powered on and provided airflow. A musty smell and high pitched ringing sound were observed. The manufacturer inspected externally and internally, observed the top enclosure was not seated correctly on the side of the device where the air inlet is located, unknown black residue on the top enclosure, the ui (user interface) panel, the rear panel, and the air inlet, dust like contamination on the top enclosure, the ui panel, the air inlet, the accessory module slot, the rear panel, the iso (international organization of standardization) port, and the bottom enclosure, white hair like fibers on the top enclosure, in the sd card slot, on the blower box, the blower motor, the blower outlet seal, and the blower isolators, black hair like fibers on the top enclosure and the blower box, unknown brown residue on iso port and the bottom enclosure, unknown yellow fibers on the dc jack, the ui panel, the bottom enclosure, and the blower box, unknown yellow residue on the bottom enclosure, unknown brown fibers on the bottom enclosure. Black contamination, consistent with keratin at the air outlet of the blower box was also observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found zero error codes. The manufacturer concludes that they were not able to confirm the customer complaint or directly address the patient's symptoms and there was no evidence of sound abatement foam degradation. There was no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device.

Manufacturer narrative:
Sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected for product problem. (Both the product problem and adverse event was checked in the previous MDR.) Section b2 was corrected to blank . (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury to mal function. Section h6 health effects: impact code was updated.